Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. We were unable to perform all functional testing including the displacement, operating currents and verify battery out limit, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test due to blank display. The insulin pump was received with minor scratched lcd window and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display and failed battery test. The customer's blood glucose value was 120-125 mg/dl. The customer stated that the battery was fully charged and the pump suddenly alarmed failed battery. The customer declined to troubleshoot for failed battery test. The product was returned for analysis.